Event description:
The patient felt discomfort under the rib area due to the implantable neurostimulator implant site. The hcp replaced the neurostimulator with a smaller device. There was no patient injury associated with the event. The patient recovered without sequela.

Manufacturer narrative:
(B)(4). The implantable neurostimulator and neurostimulator plug have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.